Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 502-03-60f; primary tritanium hemi cluster hole cup 60mm; lot#: mmjt6y. Cat# 6260-9-136; v40 cocr lfit head 36mm/0; lot#: mmn7pt. Cat# 6721-0937; size 9 accolade ii 127 deg; lot#: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
A follow-up questionnaire was completed by the subject where they answered "no" for satisfaction with the results of the study hip replacement. The subject mentioned that they are not satisfied with their hip replacement and have daily pain in the left hip. Furthermore, the subject explained that the they have more pain now compared to before replacement. No additional details can be provided as the questionnaires were administered via mail and no clinical notes were obtained.

Event description:
Left hip. A follow-up questionnaire was completed by the subject where they answered "no" for satisfaction with the results of the study hip replacement. The subject mentioned that they are not satisfied with their hip replacement and have daily pain in the left hip. Furthermore, the subject explained that the they have more pain now compared to before replacement. No additional details can be provided as the questionnaires were administered via mail and no clinical notes were obtained.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: cat# 502-03-60f; primary tritanium hemi cluster hole cup 60mm; lot# mmjt6y. Cat# 6260-9-136; v40 cocr lfit head 36mm/0; lot# mmn7pt. Cat# 6721-0937; size 9 accolade ii 127 deg; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.